Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation on his back under the lifevest. The area was described as having skin breakdown, large area of black and blue skin, and open skin under the vibration box with some of it missing towards the middle spine. The patient's doctor ordered the patient to take the lifevest off because of the skin condition. The patient was placed in hospital telemetry and a wound care nurse cleaned the affected area and put some padding on it. During the last follow-up, it was discovered that the patient had passed away. There is no indication or allegation that the lifevest contributed to the patient's death.